Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the right eye due to dysphotopsia. Lens was exchanged for another manufacturer¿s lens of different diopter. Current prognosis is "good. Patient put on ¿routine post-op drops."

Manufacturer narrative:
Visual evaluation of the returned device found the lens in four pieces. The lens and both haptic plates were torn or cut. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no non-conformities or anomalies related to the reported event. Based on available information, a root cause for the reported event could not be conclusively determined. Reportedly, the lens was exchanged due to dysphotopsia.